Event description:
It was reported that during central processing, the long bipolar grasper instrument appeared to have a burnt mark on the plastic next to grasper. There was no report of patient involvement. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a burnt mark on long bipolar grasper instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint regarding a burnt mark was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis also found additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: the instrument had localized melting near the grip base. Thermal damage at or near a conductor wire is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.